Event description:
It was reported that the customer had no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 109 mg/dl. The troubleshooting was performed. The customer was advised that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. The customer was advised to change entire infusion set and monitor her blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.